Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had x on the rfu and error code. The device was in clinical use for patient at the time of the event, however, no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by rse (remote service engineer) which confirmed that the issue due to low battery charge. Rse guide customer charged the device and performing the operational test. The system meets the specification for the performed service and is returned to use. The customer is asked to report if this code occurs again even when the power supply is not interrupted. The customer did not report issue again. Based on the information available and the testing conducted, the cause of the reported problem was a use error. The reported problem was confirmed.